Manufacturer narrative:
By checking the DHR of the involved lot #20at5ag and lot #2018480, no pre-existing anomaly was found on the items placed on the market with the same lot #s. This is the first and only complaint received on these lot #s. We will submit a final MDR once the investigation will be completed.

Event description:
Shoulder revision surgery of a smr reverse prosthesis performed on (B)(6) 2021, due to dislocation. It was reported the dislocation happened while the patient was sleeping. The following components were explanted: smr reverse liner std d.40mm (product code 1365.50.810, lot #20at5ag - ster. 2100097) smr eccentrical glenosphere 40mm (product code 1376.09.041, lot #2018480 - ster. 2000320) smr connector small std (product code 1374.15.310, lot #1813159 - ster. 1800283) a 40 mm glenosphere (product code 1374.09.121), a reverse liner retentive std d.40mm (product code 1365.50.811) and a lateralized connector small-r +4mm (product code 1374.15.314) were implanted. During surgery, an intra-op event occurred. It was registered as complaint # (B)(4) and reported to the FDA with MFR 3008021110-2021-00069. Previous surgery was performed on (B)(6) 2021. Patient is a male, (B)(6) old. Event happened in the us.